Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® edta (k2e) 18 mg blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated "the pink top tubes that have been used to collect blood bank samples. For some reason, these tubes are causing the blood to clot."

Manufacturer narrative:
H.6. Investigation: bd ids received no samples from the customer facility for investigation at the manufacturing site. No photos were received. 5 in-house retains were tested and the customer¿s indicated failure mode of ¿clotting¿ with the incident lot was not observed in the retention samples. Titration was performed and all tubes passed. All retention samples were within specifications. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd technical service contacted the customer and provided technical assistance via email including emphasis on the need to invert the tubes after collection so the blood mixes with the anticoagulant properly. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 18 mg blood collection tubes experienced clotting/micro clots/fibrin clots this event occurred 6 times. The following information was provided by the initial reporter: the customer stated "the pink top tubes that have been used to collect blood bank samples. For some reason, these tubes are causing the blood to clot."